Event description:
It was reported that while using a bd bactec¿ subculturing/aerobic venting unit a lab technician placed the device in a lab's designated sharps container of unknown brand and origin. The device became partially lodged in the sharps container. The lab technician put their hand in the sharps container to attempt to push the device into the container and stuck their finger with the contaminated needle. The needle had been used on a sample of hiv positive blood. The lab technician had been fasting for the day leading up to the incident. The patient sought care at the hospital emergency department and received post-exposure prophylaxis treatment.

Manufacturer narrative:
Investigation: while disposing the venting unit into the sharps container provided, the venting unit had become lodged on a pair of disposable scissors in the sharps container. The bio-medical specialist (bms) tried to push the unit into the container it was the resistance against the scissors that caused it not to move as expected resulting in the injury. The bms did not follow good laboratory practices and pushed the unit on the plastic cup with his finger and it slipped causing him to receive a needle stick injury from the needle inside the cup. The needle was used on a blood culture from an hiv positive patient and in accordance with their policy, the bms attended the emergency room (a&e) for urgent care where he was prescribed post-exposure prophylaxis (pep) treatment. Additional factors were that the microbiology safety cabinet (msc) usually used for processing sterile site samples was broken and awaiting repair and therefore, both sterile sites and blood cultures were sharing the same msc and the same sharps container. A review of the batch history record for lot 8317978 revealed no quality issues during the manufacturing process. The needle stick injury experienced by the bms while disposing the bd bactec aerobic venting unit (ref. 249560) into a sharps container was determined to be caused by user error. The investigation revealed no product defect or deficiency in the bd bactec aerobic venting unit ref. (B)(4) no specific trends have been identified at this time. Quality will continue to monitor.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd bactec¿ subculturing/aerobic venting unit a lab technician placed the device in a lab's designated sharps container of unknown brand and origin. The device became partially lodged in the sharps container. The lab technician put their hand in the sharps container to attempt to push the device into the container and stuck their finger with the contaminated needle. The needle had been used on a sample of (B)(6) blood. The lab technician had been fasting for the day leading up to the incident. The patient sought care at the hospital emergency department and received (B)(6) treatment.